Event description:
Presented on (B)(6) 2023 at 37 weeks/4 days gestation for term labor with decision for tolac. Pt progressed to final stage of active labor, however category ii fht's developed with recurrent 1-2 minute decelerations to the 70-80s with decision for vacuum assistance to expedite delivery. Kiwi vacuum device was applied with the pressure created and malfunctioned when traction was applied, however suction was gradually lost during the third pull and would not reapply. A second kiwi device was requested and in the interim a right mediolateral episiotomy was performed to create more space to deliver as the head was difficult to deliver due to a very tight hymenal ring and vaginal introitus. The second kiwi device was applied with the pressure created with progressive descent of the fetus with each pull and fetus reached +4 station, the device again malfunctioned and the suction could not be re-established. Ritgens maneuver was then utilized and the fetal head was delivered and successful delivery continued with not fetal harm. Neonate was admitted to the nursery and discharged (B)(6) 2023.